Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was prepped and inserted sheathless into the right femoral artery. Thirty minutes after insertion the pump, autocat 2 wave, alarmed and blood was found in the helium line. As a result, the iab was removed and replaced with another iab. There were no reported patient complications. The patient outcome is listed as "good."

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.